Manufacturer narrative:
The other relevant components include: product ID: 8781, lot# n677915003, implanted: (B)(6) 2017, product type: catheter; product ID: 8781, lot# n677915003, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. As of (B)(6) 2017, the patient's fever persisted. The hcp diagnosed the event as meningitis bacterial. Antimicrobial treatment was started by using ceftriaxone. Treatment for the adverse event included discontinuing the drug therapy and removing the pump and catheter on (B)(6) 2017. On (B)(6) 2017 the patient was released from the hospital and the outcome was considered "recovered." It was considered there was no causality between the event and the drug, pump, or programmer. The catheter was considered causally related, and it was unknown if the surgical procedure was causally related. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath lot# unknown implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown concentration, dose = 75 mcg/day) via an implantable pump for cervical spinal cord injury. On (B)(6) 2017, hcp reported the patient was implanted with a pump on (B)(6) 2017 and "seemed to have infection". The hcp requested information regarding the "process and cautions/notes for explant procedure". It was stated, "based on the current patient's situation, there was nothing but explant procedure". The hcp was told to decrease the current dose to the initial dose and then perform explant procedure. The event severity was classified as 3 (severe). The event causality was not related to the drug, unknown if related to catheter, unknown if related to pump, not related to the programmer and unknown if related to the surgical procedure. The adverse event was reported as not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.